Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be fixed and test parameters were observed to be poor. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Event description:
New information received notes the right ventricular (rv) lead test parameters were poor due high capture threshold.

Manufacturer narrative:
The reported events were "could not be fixed" and high pacing threshold. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted with the full measured helix extension length within specification. Visual inspection, electrical tests and x-ray did not find any indication of conductor fractures or internal shorts. The reported event of high pacing threshold was not confirmed. No other anomalies were seen.